Manufacturer narrative:
Correction: d6a and d6b: these fields should not have been included as this was an initial implant procedure the reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. A stylet was able to be fully inserted and removed from the inner coil lumen with no obstruction/restriction. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-70505. It was reported that during an implant procedure, two right ventricular lead s were attempted but both were unable to be used due to failure to advance the lead over the stylet, alleged on the leads by the physician. A competitor lead was used to complete the procedure. No adverse patient consequences were reported.